Manufacturer narrative:
H3, h6: the navio handpiece, part pfsr110137, (B)(6) used for treatment was not made available to the designated complaint unit for evaluation, however visual inspection of two photos provided was performed. A relationship between the reported event and the device was visually confirmed. A pin in the locking mechanism of the drill guide was damaged. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure/damage. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a set up for a navio assisted ukr surgery the navio handpiece's drill guide support was broken and bent. The procedure was completed, without delay, using a s+n back-up device. No patient injuries and no other complications were reported.